Manufacturer narrative:
On (B)(6) 2023, the distributor confirmed that the event date was april 15th, 2022. The malfunction alarm was verified in the pump history. Troubleshooting was performed and the pump functioned as intended.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.